Event description:
On 20 may 2026, gore was notified concerning a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). According to the report, the device was intended to be implanted to treat an aneurysm of the right common iliac artery. During the advancement of the vbx device using a 9 fr cook sheath, the stent became fully dislodged from the deployment catheter inside of the patient. As a result of this issue, the device could not be deployed and was retracted back with the vbx stent observed to be unopened. Subsequently, another vbx device (bxa113902e) was implanted successfully. The physician confirmed that there were no abnormalities in the vbx device observed prior use and no excessive force was necessary to push the implant through the airlock.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. The device could not be evaluated and hence c20 is applicable since no findings are available. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The cause of the reported potential malfunction could not be established w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.